Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Robotic prostatectomy - "during procedure, normal insufflation pressures could not be achieved. Troubleshooting included replacing insufflation tubing and trocar seals. Trying another insufflator; securing trocar incisions with moist raytex, and tightening trocar incisions to trocar with suture. Alternative trocars were offered, surgeons did not want to change. Unable to achieve adequate pressures after nearly one hour of troubleshooting. Procedure converted to open prostatectomy. Troubleshooting with equipment and trocars in the room after removal included confirming the applied medical mount for the scope was used; connecting the used trocars to the insufflator and looking for leaks. Three vertical approx 1" crack and one connecting 1/2" crack discovered in top threads of a trocar. Unable to determine where this trocar was placed as all 3 used were together. These cracks were not seen on the sterile field due to lighting and location of the cracks." "Had to convert to open prostatectomy."